Event description:
In 2003, the patient was surgically treated for an infrarenal aortic aneurysm with four gore excluder bifurcated endoprosthesis. Aneurysm sac size measured at 7.5 cm. The patient tolerated the procedure. In 2004, (unknown date), a CT scan showed aneurysm growth. Aneurysm sac size measured at 7.8 cm. No endoleak was visible. Endotension was identified as the cause of the aneurysm growth. The following month, the patient underwent a reintervention and was implanted with four gore excluder aaa endoprosthesis to reline the original endovascular graft system. The patient tolerated the procedure. The patient expired in 2008.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.